Manufacturer narrative:
(B)(6). Field service specialist (fss) visited the account and performed preventive maintenance. He realigned beam and cleaned optics with methanol. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported incomplete capsulotomy and filaments on capsulotomy with capsular rupture.

Manufacturer narrative:
Correction: manufacturing site reported that correct manufacturing date is 5/10/2012. Device evaluation: a review of the records related to this equipment shows no failure detected. A document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified. Probable cause is a procedural issue. All pertinent information available to abbott medical optics has been submitted.